Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a regular scheduled visit. It was noted that the right atrial lead exhibited noise oversensing which led to inappropriate mode switches. The lead was reprogrammed. The patient was asymptomatic and stable.